Manufacturer narrative:
This crt-d is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information provided from the field indicated the crt-d was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information concerning this event will be requested from the field.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited an alert for a low out of range pacing impedance measurement. Review of the system indicated there was oversensing of noise on the rv and right atrial channels as well. A revision procedure is being planned but for now the crt-d was reprogrammed and remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information provided from the field indicated this cardiac resynchronization therapy defibrillator (crt-d) will actually not be available for return for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.